Manufacturer narrative:
After further investigation of the complaint by quality, no documentation of the incident could be found and the customer concluded that the incident was a minor incident requiring no medical intervention. Release testing data from lot number 110225rf was reviewed and the data indicated that all testing passed and slides met specifications. It is normal that slide edges chip in shipment or with normal handling.

Event description:
Customer called to report that laboratory technicians have been cut due to chips on pre-coat slides.